Event description:
According to the reporter, on (B)(6) 2017, prior to use, the device was unable to fire and squeeze the handle. There is no patient involved in this event. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The proximal end of the firing rod was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the bent instrument firing rod may occur due to excess lateral force being applied to the shaft of the instrument. Damage to the firing rod may cause difficulty to load a single use reload onto the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.